Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient's wife reported that months ago, while wearing the dexcom cgm. She reported that they were able to "sort that out on our own in the house". At the time of the report, the patient was doing okay. No product was provided for investigation. Because there is no exact date of the reported event from "months ago", data investigation could not be completed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.